Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower sf5theb drawer 7.1 was difficult to pull out, close, and push back in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.